Event description:
Technician alleged that the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician found cracked and broken brake caster supports. The technician replaced the brake casters and the brake caster supports to resolve the issue.